Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-linear leads upn m365sc231650e0 model sc-2316-50e serial-lot (B)(6) batch 7259369.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) trial procedure. Since the start of the trial the patient experienced headaches when she was not laying flat. The physician inspected the patients back and found evidence of a cerebrospinal fluid (csf) leak. The physician remembered the possibility of dural puncture during the lead insertion but thought it had resolved. The patients trial lead was pulled early due to the headaches and csf leak. There was no medical intervention provided for the headaches. The patient was advised to lay down for three days. The patient is doing well. The explanted lead will not be returned as it was discarded at the medical facility.